Event description:
In early 2009, the pt reported that two days later, he had an elevated blood glucose reading of 556 mg/dl with his target range being 80-130 mg/dl. When he removed his insulin infusion headset, he discovered the cannula was bent. He stated he changed his infusion set and delivered a bolus to treat his reading. He said this has happened several times over the past 2 months with infusion sets from different boxes but from the same supply shipment. He stated he does not use an insertion device and always places his headset on his abdomen. Courtesy infusion sets and an insertion device were sent to the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.